Event description:
It was reported that lv lead high thresholds were observed. The lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.